Event description:
The customer reported that a charge nurse inserted a dobbhoff tube into a patient on the pcu neuro medical unit. After insertion they noticed bleeding from the nares, so they removed the dobbhoff and found the tip was gone. Xray performed and the tip was found in the stomach. Per additional information received, the tip of the tube needed to be removed via egd.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A physical sample was not returned for investigation, but a photo was provided. The photo was evaluated, and the reported condition was observed. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information, the root cause could not be determined at this time. However, a corrective and preventative action has been opened to address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary. Corrected section h1 to reflect serious injury rather than malfunction.